Manufacturer narrative:
Evaluation summary: kinks were apparent along the catheter during analysis. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The guidewire lumen patency was verified with a 0.015 inch mandrel. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity rx drug eluting stent to treat a non-calcified and non-tortuous proximal rca lesion exhibiting 80% stenosis. No damage noted to device packaging and no issues removing the device from the hoop/tray. The device was not inspected and negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was encountered while advancing the device and no excessive force used. It was reported that while placing the stent, the catheter backup process failed. The stent dislodged from the balloon as a result of rubbing of the stent with the catheter while pulling back the stent into the catheter. The stent moved from the aorta to the peripheral where it was reported that it remained steady. The dislodged stent remained in the patient. The device was replaced by another manufacturer to complete the case. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.